Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2020; 4968-35 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The alert was triggered due to high/undefined pacing impedance. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.